Event description:
An optometrist reported that a patient presented with diffuse lemellar keratitis (dlk) at a two day follow up visit post lasik. The previously prescribed steroids were increased followed by a taper. The patient will follow up at a later date. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).